Event description:
The event involved a unspecified transducer (arterial and cvp) where it was reported the middle syringe can disconnect and there is always lots of air in line. The setup process was not very easy. Additionally, issues such as clots, positional trace, and manual handling were persistent challenges. There was patient involvement and delay in therapy, but unknown patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.